Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 33mm epic valve was chosen for cardiac surgery. After implantation, the cardiac consultant performed standard testing, and the valve was confirmed to be functioning appropriately. However, during intraoperative assessment using transesophageal echocardiography (toe), a leak was detected, indicating malfunction of the bioprosthetic valve. The cardiac consultant proceeded to explant the faulty valve and successfully implanted a new non-abbott mitral valve.